Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in device history files and unexpected battery power loss is shown in power graph generated by adapt power management tool due to resistance connector issue.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump presented constantly alerts of power error and replace battery. Customer reported that batteries in use are new and alkaline battery cap and battery compartment was not damaged and alarms were cleared immediately. Customer report that this was the second interference with this alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.